Event description:
I've been using the dexcom cgm system for years, every since the dexcom seven. It appears they have switched adhesives used to hold the transmitter on. I'm having such a serious reaction to it that it's literally "burning" spots on my arm. At this point, I've tried using both barrier wipes and barrier films and nothing stops this horrible adhesive. At this point, I've discontinued using the system complete. I am still able to clearly see the burn spots on my arm - these spots are from transmitters that were removed over 30 days ago at this point; standard diabetes meds. FDA safety report ID# (B)(4).